Event description:
Pt to or for insertion of pacemaker. Transferred to ICU at 1:40 pm. At 2:00 pm loss of capture occurred. Surgeon called and responded. Pt transferred back to the or for pacemaker revision, insertion of new ventricular lead.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.